Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they have been experiencing low blood glucose due to the continuous delivery of micro boluses. The customer's blood glucose was 58 mg/dl at the time of the incident. The customer alleged the insulin pump was over delivering because of the micro boluses. The customer reported they have been experiencing low blood glucose for two weeks. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed. The customer reported the insulin pump programming was accurate. The reservoir was showing the same amount of insulin as shown on the status screen. A self test was performed and passed. The customer was referred to their healthcare professional to review settings. The insulin pump and reservoir will not be returned for analysis as the customer declined a replacement insulin pump.